Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician intended to use the protégé everflex to treat a lesion. During the procedure the physician noticed that the stent began to prematurely deploy. No intervention or injury to the patient reported. Evaluation summary: the distal 2½ cells (5 strut layers) of the stent were exposed beyond the sds outer sheath. The strut bends had been trapped outside the outer sheath. The lock mechanism was tight and was fully functional. A 0.035" test guidewire was loaded through the sds without complication. The stent was easily deployed, the distal deployment paddle was removed and the inner shaft hypotube component was pulled back to allow visual access to the lock screw/ hypotube interface. The hypotube component exhibited a witness mark 2.5cm from the distal edge of the hypotube.